Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was determined the issue was related to the mobile application. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.